Event description:
See maude event report form #mw5042441.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Mfg date: information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.